Event description:
It was reported that the patient experienced ineffective therapy and discomfort at the ipg site. To address the issues, the ipg and one lead were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.